Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Eval summary: no x-rays were provided to study the fixation. Patient height, weight, and activity level are not given. Further investigation can be made if x-rays and/or products are returned. With the available info, a definitive cause for patient's pain and implant loosening cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised for pain in (B)(6) 2009.